Event description:
It was reported that the anesthesia system constantly showed a leakage of 150 ml. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation has been finalized. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed leakage of 150 ml, has been caused by water trap and sampling line malfunction and occurred during auto leakage test failure. The technician check the parts, replaced them and tested the device. All test passed and the device was returned for use. There were no further failures. Malfunction of water trap will be detected during installation and consecutive sco if present. This issue will not affect ventilation or agent delivery during treatment. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/07/2019. Corrected manufacture date: 10/25/2019.